Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-03149. Reference MFR report: 1627487-2011-03131. The pt received an scs system including an ipg, two percutaneous leads and two lead anchors on (B)(6) 2011. It was reported that the system was explanted due to (B)(6) infection. It was not known whether the pt was a carrier of (B)(6) before the scs system was implanted. The infection site was on the lower thoracic spine, not pocket site. The physician thought the cause of the infection was probably not device related. The pt was treated with IV antibiotics and wound care therapy. Follow-up on the pt found that her infection is healing.